Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000477830, 3000476182, and 3000471463 the last 3 lots shipped to the account prior to the event/aware date. For lots # 3000477830 and 3000476182, there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Sc (B)(6) 2025 for lot # 3000471463. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a vessel harvest there was an excessive amount of smoke in the tunnel (leg) from burning tissue. They indicated that it seemed the vasoview hemopro 2 smoke evacuator had gotten clogged. They asked for another device and continued to have the same challenge. The case was completed without complications. There was no patient harm.